Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2016. Subsequently, the patient was revised due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: item name: series a 3 peg std 31x8 part #: 184764 lot #: 746610. Item name: biomet cc cruciate tray 79mm part #: 141235 lot #: j3830789. Item name: van ps open intl fem-rt 67.5part #: 183110 lot #: j3750396.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.